Event description:
It was reported that boston scientific technical services (ts) was contacted regarding intermittent, variable impedances. Two signal artifact monitor (sam) events occurred with noise and low, out-of-range pace impedances of less than 200 ohms on both leads. Ts suspected electromagnetic interference (emi). The device and leads remain in service. No adverse patient effects were reported.